Event description:
It was reported that the patient experienced a loss of therapeutic effect and did not feel stimulation. There were no known falls, incidents or injuries related to the event. Impedances measured at 1.5 volts and 330us showed all combinations to be greater than 4000 ohms, except c/3 which was 1297 ohms. Additional information received indicated high impedance was measured on all electrode combinations. The patient was scheduled for a lead replacement on (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.

Event description:
It was further reported that the patient did have the lead revision completed. The patient was doing "great" after the revision.

Manufacturer narrative:
Product ID 3093-28, lot# v398989, implanted: (B)(6) 2010, explanted: product typ lead; product ID 3037, serial# (B)(4), product typ programmer, patient. (B)(4).